Event description:
It was reported that during implant of the left ventricular (lv) lead the lead would continually dislodge. Therefore the lv lead was removed and replaced with a new lead. It was also reported that during the procedure one of the balloon catheters broke. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.